Manufacturer narrative:
A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medwatch mw5059714: the healthcare professional reported the patient's implantable neurostimulator (ins) was explanted due to battery malfunction.